Event description:
It has been reported that during an atrial fibrilation ablation procedure, the physician was mapping the endocardium of the left atrium with a bidirectional ablation catheter. While searching for fractionated electrograms on the left atrial roof, the catheter moved above the cardiac silhouette on the fluoroscopic image. Soon thereafter, the contraction of the heart, as seen on fluoroscopy, began decreasing indicting a pericardial effusion. The physician initiated a pericardiocentesis procedure before the pt blood pressure began dropping. Heparin was reversed and coagulation factor vii was given to enhance clotting. After 45 minutes, the bleeding had slowed to a minimal rate and the pt was stable. The pt had fully recovered. The event was believed to be procedure related. The physician stated that there is an "unprotected" zone in the anteroseptal region of the left atrial roof that is especially thin and susceptable to perforation. There was no malfunction reported on the hardware or catheter that was used.